Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. Additional product codes: hsz, gfa, gff. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 6775866 of 2.0mm drill bits was processed through the normal manufacturing and inspection operations with no scrap, rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The device history record shows component lot 6710325 of drill blanks was processed through the normal manufacturing and inspection operations with no scrap, rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot 6465613 met all specifications with no issues documented that would contribute to this complaint condition. Date of manufacture: 20 september 2011; manufacturing location: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for a veterinary case. There was no human patient involvement. It was reported that a 2.0mm drill bit/qc/125mm broke during a tibial plateau leveling osteotomy (tplo) on (B)(6) 2017. The tip of the bit remains in the canine patient¿s bone. As the surgeon was drilling one of the holes to implant a screw into a plate, the tip of the drill bit broke. There was a reported delay of one to two (1-2) minutes to retrieve another bit. The age of the device is unknown. The procedure was completed successfully with the canine patient in stable condition. Concomitant devices reported: quick coupling (part number unknown, lot number unknown, quantity 1), torque limiter (part number unknown, lot number unknown, quantity 1), power drill (part number unknown, lot number unknown, quantity 1), plate (part number unknown, lot number unknown, quantity 1). This report is for one (1) 2.0mm drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product development investigation was completed. A visual inspection under 5x magnification, device history record (DHR) review, dimensional inspection, and drawing review were performed as part of this investigation. The returned device was examined and the complaint condition was able to be confirmed as approximately 14.0mm of the distal drill bit was found to be missing (measured length 113.25mm, expected length 126-128mm per the specification). The break occurred in the cutting flute geometry area. The diameter nearest the break measured 1.99mm which is within specification of 1.97mm - 2.0mm. The remainder of the device was evaluated and no defects or deficiencies which may have potentially contributed to the failure mode were identified. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing process were found to be appropriate for the intended use of this device. Although definite root cause could not be determined, the complaint condition was most likely caused by off axis force applied to the drill bit during drilling. It is not likely that the design of the instrument contributed to this complaint. No new, unique or different patient harms were identified as a result of this evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.